Event description:
A non-healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, plunger restricted movement, did not proceed properly. Iol was inserted and removed. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d9., h.3., h.6. And h.11. The device and the lens were returned loose in a plastic bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted behind the fill line. The lens was outside the device and loose in the bag. Viscoelastic was dried on the lens. The lens was cleaned with klrp to further evaluate. Three small, chipped areas were observed on the anterior optic edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The lens and the used device were returned separately. The plunger was retracted behind the fill line. The root cause for the reported complaint of "did not proceed properly, plunger restricted movement, in and out" may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The product has not been received to evaluate. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).